Event description:
A 2.5x 12mm resolute integrity stent cat# rsint25012ux may have not been deployed or may not have expanded completely in the proximal left circumflex artery (lcx) and contributed to the pt having a thrombosis and an mi. The pt expired a few days later following the procedure. The stent is a medtronic product.